Manufacturer narrative:
Other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is shipping and handling damage of the tower causing the go-with accessories inside the ziploc bag to be scattered and some to go missing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the production date of the pressurized chamber was may 03, 2021. The production date of the main engine was march 14, 2023 and pressurized chambers are different. During installation, except for the three screws that were packed in good condition, the rest of the accessories were scattered under the main unit and there was no orange connection to the pressurized tube. One corner of the base was split (not a new imprint). At present, the product has been installed in the hospital and has not yet been accepted. No patient was involved.